Event description:
10 days post closure procedure; the pt reported pain in the right leg along the treated vein. A thrombus was detected by a duplex ultrasound scan. The pt was not hospitalized. The pt was placed on anticoagulation therapy that included low molecular weight heparin and coumadin. The pt was reported to be making progress on 4/2002.